Event description:
End user is stating that the hinge of device is not working and the end user is unable to fold the device up. The end user states that while sitting in the device he noted that the piece under the seat is broken and hanging off.